Event description:
It was reported by the affiliate that the surgeon fired the gun three times on lung tissue, but the mechanism failed to fire a fourth time. The gear mechanism in the handle seemed to have failed. It is unknown how the case was completed. No adverse pt outcome.